Manufacturer narrative:
Clinical review: the file was assessed for the need for clinical investigation completion. The reported information, which included a report that the patient was hospitalized on (B)(6) 2018 was reviewed. The patient initially stated that after completing peritoneal dialysis treatment on (B)(6) 2018, that she experienced shoulder pain. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient was admitted to the hospital on (B)(6) 2018 for her skin ¿feeling like bubble wrap¿ up to her neck. The patient thought it was cardiac related, however, x-rays were negative and there was no diagnosis for the symptoms the patient was experiencing. The patient was discharged (B)(6) 2018 and continued pd treatment with no further issues. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient was hospitalized. Upon follow up, pdrn stated the patient was hospitalized on (B)(6) 2018. Patient stated that her skin felt like bubble wrap all the way up to her neck. The patient thought it was cardiac related. X-rays were negative. The patient was discharged (B)(6) 2018. There was no diagnosis or cause found for reported symptoms. Patient continuing pd treatment without further incidents.